Event description:
It was reported that the device, that was never used, had a presence of a blood-like substance. There was no patient involvement and no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The complaint of a presence of a blood-like substance was confirmed to be mobil 28. Mobil 28 is a red lubricant applied onto the balls of the device. The device was scrapped and the account was sent a replacement device.